Event description:
It was reported to philips that the system could not start up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. Troubleshooting found that the system start-up failure was due to an application login failure. The fse restored the system image back-up and confirmed that the system was running on correct settings. After these updates, the system was returned to use in good working order. The codes were updated based on the investigation outcome.